Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech replaced the worn brake casters, rebuilt the worn brake block and adjusted the brake to repair the bed.